Event description:
The facility stated that the surgeon implanted a aq2010v 3 piece silicone lens. The surgeon observed defect on optic after implantation. Thought it looked like haptic material. The incision was enlarged to remove the lens. The injector and cartridge model lot numbers were not specified by the facility.